Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 425mg/dl to 590mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer also indicated that the screen is scratched and is hard to read. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No high blood glucose troubleshooting was performed.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected low reservoir alarm, battery out limit, weak battery or low battery alarm noted. Device had cracked case at display window corner, battery tube threads, severely scratched display window, missing end cap sticker and address or serial number label.